Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was running without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. Service evaluation found that the reverse trigger would stick and had run-on, due to corrosion throughout the trigger assembly and handle. The device was repaired and returned to the customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was running without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.